Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 14 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and peri-implantitis. No further patient complications were reported.